Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. During inspection, olympus did not confirm the reported event of b30 (communication error), but did confirm water immersion in the connector. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. The reported phenomena might be prevented by following the descriptions in the instruction manual which states: "dangers, warnings, and cautions" "¿ do not strike the camera head. The camera head may be damaged." "¿ do not hit or bend the electrical contacts on the video connector." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd autoclavable camera head had a b30 scope communication error and image flickering. It was noted that the issue was found during reprocessing for a therapeutic laparoscopy that was completed with a similar device. There were no reports of patient harm associated with the event.